Event description:
Accessed patient's vein with 20 gauge angiocath. Pressed safety button to retract needle and it would not retract. After multiple attempts to retract, the needle slowly retracted into the safety device. Needle and packaging kept for review.